Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced third degree block, irregular heart rate, lightheadedness, dizziness, shortness of breath and discomfort. The right ventricular (rv) lead exhibited non capture. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.